Event description:
Caller reported an issue with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer received a complete guide from technical support on how to reset the pump, and after following these instructions, the cgm error did not reappear. The customer's sensor session was restarted successfully.